Event description:
The following was reported to hamilton medical ag: did not pass service test. Ambient valve replaced. Problem solved. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).